Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had dislodged from the original implant location. Due to friction in the pocket, insulation damage occurred to the rv lead resulting in high, out of range shock impedance (>125 ohms) and noisy signals. The physician elected to surgically explant and replace the rv lead to resolve the event. The rv lead was discarded and will not be returned for evaluation. The patient was stable with no additional adverse consequences reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead had dislodged from the original implant location. Due to friction in the pocket, insulation damage occurred to the rv lead resulting in high, out of range shock impedance (>125 ohms) and noisy signals. The physician elected to surgically explant and replace the rv lead to resolve the event. Additional information has been requested regarding the specific lead location, but has not yet been received. The patient was stable with no additional adverse consequences reported.